Event description:
Boston scientific received information that during a device replacement procedure noise was displayed on the right atrial channel. It was also noted that high out of range pacing impedances were observed. The lead was cut and capped due to a suspected fracture. A new right atrial lead was not implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.